Event description:
It was reported that failure to evacuate occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream xc catheter was selected for an atherectomy procedure. During the procedure, the device was not aspirating. Rex mode was attempted; however, there was no aspiration of fluid through the tubing. There were no patient complications, and the case was completed with a different device of the same model.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.

Event description:
It was reported that failure to evacuate occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream xc catheter was selected for an atherectomy procedure. During the procedure, the device was not aspirating. Rex mode was attempted; however, there was no aspiration of fluid through the tubing. There were no patient complications, and the case was completed with a different device of the same model.